Manufacturer narrative:
Date sent: 06/07/2007. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a breast biopsy they tried to take the first sample and, as the cutter transitioned forward, a hissing sound was produced. When the cutter was retracted, there was no sample in the sample retrieval chamber. The doctor tried a second probe and encountered the same issue. The doctor tried a third probe from a different lot and encountered the same issue. The doctor decided to abort the case and reschedule the pt at a different facility. No error codes occurred. All three probes were disposed of.